Manufacturer narrative:
Follow up information was received stating that the customer is no longer using pump and has reverted to manual injections.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. Multiple follow up attempts were made to obtain additional information and complete troubleshooting with the customer. However, no additional information was provided by the customer.